Event description:
It was reported that the customer's insulin pump had a crack on the lower left and lower right of the display. The customer's blood glucose was unknown. Advised that the insulin pump would be replaced. Nothing further reported.

Manufacturer narrative:
Cracked reservoir tube lip, cracked display window, minor scratches on display window and cracked case near display window corners noted during visual inspection.